Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading of 1.0 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.